Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation on unknown side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Physician observed "particles in valve" during surgery. This relates to the left side device. The device has been explanted, replaced, and discarded.

Event description:
Healthcare professional reported deflation on left side. Physician observed "particles in valve" during surgery. The device has been explanted, replaced, and discarded.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: deflation: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.